Event description:
It was reported through transcatheter valve therapy (tvt) registry data that on (B)(6) 2022 , a portico valve was implanted. On (B)(6) 2022 , the patient was readmitted to the hospital. On (B)(6) 2022 , surgical intervention was performed. No additional information was provided.

Manufacturer narrative:
An event of surgical intervention for an unknown reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.